Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of (B)(4) retained samples underwent functional tests, which involved using deionized water and a compensated draw apparatus to simulate the blood drawing method. After testing, the tubes were weighed on a calibrated balance. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume - underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 10 tubes were underfilled. There was no health impact or consequences reported.